Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction or additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction or additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. Data was evaluated and the allegation was confirmed.the probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be the transmitter and display device were unable to restore the connection. The reported event of a pairing failure is reportable based on the finding of the transmitter and display device were unable to restore the connection. No injury or medical intervention was reported.